Event description:
It was reported that during the implant procedure the left ventricular (lv) lead showed good measurements and capture when tested with the pacing system analyzer (psa). However once connected to the cardiac resynchronization therapy defibrillator (crt-d) there was non-capture except at maximum outputs in only one vector. Sensing and impedance measurements were noted to be normal. The lead was noted to have pulled back, so it was repositioned to another branch. Again, psa threshold measurements were within normal range but once connected to the device there was no capture except at maximum outputs in only one sensing vector. The physician switched back and forth between psa and device with the same result. Insertion was verified as well as device placement. It was thought there may have been an issue with the crt-d header, so the device was replaced. However, with the new crt-d the same issue persisted. New cables and a new connector tool were attempted along with connecting the cables directly to the lv lead. Again, there was only capture at maximum output in one sensing vector. The lv lead was replaced, and measurements were good with the psa. Once connected to the new crt-d all measurements were within range in multiple vectors. The initial lv lead and crt-d were attempted and no implanted. The new crt-d and lv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. X-ray showed no conductor issues. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead showed good measurements and capture when tested with the pacing system analyzer (psa). However once connected to the cardiac resynchronization therapy defibrillator (crt-d) there was non-capture except at maximum outputs in only one vector. Sensing and impedance measurements were noted to be normal. The lead was noted to have pulled back, so it was repositioned to another branch. Again, psa threshold measurements were within normal range but once connected to the device there was no capture except at maximum outputs in only one sensing vector. The physician switched back and forth between psa and device with the same result. Insertion was verified as well as device placement. It was thought there may have been an issue with the crt-d header, so the device was replaced. However, with the new crt-d the same issue persisted. New cables and a new connector tool were attempted along with connecting the cables directly to the lv lead. Again, there was only capture at maximum output in one sensing vector. The lv lead was replaced, and measurements were good with the psa. Once connected to the new crt-d all measurements were within range in multiple vectors. The initial lv lead and crt-d were attempted and no implanted. The new crt-d and lv lead remain in service and no adverse patient effects were reported.